Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the dose was 7.699 mcg/day and the concentration was 25 mcg/ml. It was noted the difficulty in home refill was prior to the onset of this event, and the notation was removed. The clinical diagnosis was updated to blood accumulating in pump pocket. The outcome of the event resolved without seqeulae on (B)(6) 2018. It was noted that on (B)(6) 2018 surgical intervention occurred where a pump pocket hemostasis was performed. It was noted that the patient reported an increase in swelling at the pump site, and the area was hot to the touch with activity on (B)(6) 2018 and not on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Event description updated to reflect the information received on 2018-dec-20. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study on 2018-dec-20. It was reported that the patient's pump infusion mode was set to flex dosing. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the relationship of the event to the device or therapy was updated to possibly related. No further complication were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2018 regarding a patient receiving prialt (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that on (B)(6) 2018, the patient reported an increase in swelling at the pump site, and the area was hot to the touch with activity. The event date was (B)(6) 2018. The principle investigator (pi) examined the site and would perform a pump revision due to continued fluid collection around the pump. The pi was also to do a side port study to ensure the pump was not leaking. The clinical diagnosis was blood around the pump due to multiple attempts with home refill. Interventions included ultrasound guided aspiration to obtain old blood on (B)(6) 2018. The event was ongoing and the etiology indicated the event was not related to the device/therapy or the implant procedure. It was indicated that the patient's baseline weight was not measured. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the difficulty with the home fill was not due to the device. The subject was having difficulty with the staff member of the home fill.